Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that his son experienced high blood glucose. The customer blood glucose level was above 400 mg/dl at the time of incident. Customer other relevant blood glucose level was 111 mg/dl. Customer declined trouble shooting for high blood glucose level. The insulin pump will be returned for analysis.